Manufacturer narrative:
Block h6: device code a0206 captures the reportable event of device misassembled.

Event description:
It was reported that a nephromax nephrostomy balloon catheter was used to set in a percutaneous nephrolithotomy (pcnl) procedure. Reportedly, it was noted that the sheath came on backwards upon opening. The procedure was completed with this device with no patient complications.